Event description:
It was reported an access port was placed in 2001. 5 months later it was noted under fluoroscopy the catheter had fractured and migrated to the heart. A cut down was performed to remove the port. Percutaneous removal of the detached catheter segment utilizing a snare was successful and without any pt complications. Another port and placed for continuation of treatment. The pt's condition is good and has since been discharged. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number was not provided a device history search could not be performed. Since this device was in place for over 6 months and no difficulty was encountered accessing this device prior to this incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.